Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as uncomfortable and painful open sores on back between the shoulder blades and that the wires are also cutting into skin and causing it to break, area is very raw and blistered. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.